Event description:
It was reported that an ilet user experienced frequent low glucose readings followed by a high blood glucose event, with on-device alerts noting high glucose and an insulin set expiration, and the user reported a smaller-than-usual breakfast entry and uncertainty about the cause of the hyperglycemia. Capillary glucose measurements were reported at 382 mg/dl and 406 mg/dl while the ilet displayed 400 mg/dl. Symptoms included hyperglycemia. Outcomes included a supply change of the insulin infusion set and user-entered blood glucose into the ilet. Investigation included user education and troubleshooting regarding high glucose management and infusion set replacement. Investigation of this case revealed that an expired infusion set and a potentially inaccurate meal announcement were contributory factors to the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with infusion set management and meal entry.